Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use (IFU) states: complete the following steps to prepare the nc trek rx coronary dilatation catheter for use: slide the protective sheath off the balloon prior to performing air aspiration. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 1.5 x 8mm mini trek balloon catheter was prepared for use prior to removing the protective sheath. When removing the device from the dispenser coil, the soft tip separated from the balloon. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.